Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 for this event. The fse found that the red blood count (rbc) and hemoglobin (hgb) controls were failing and that the probe was leaking during startup. The fse replaced the diluent filters and the instrument ran without any leaks but the controls were still failing. The fse then replaced the rbc bath and the mainboard and the instrument passed all of the controls and ran without any leaks. The leak was not related to the instrument failing controls. The repairs were verified per established procedures. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting a leak at the probe of the coulter act diff hematology analyzer. The instrument was giving low controls for red blood count (rbc) and hemoglobin (hgb) when the leak was noticed. The volume of the leak was less than 1ml and was not contained within the instrument. The customer was wearing proper protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated in connection to the leak.